Event description:
The device was received into product analysis. No other relevant information has been received to date.

Event description:
Product analysis of the lead was completed and the fracture was confirmed. It was also discovered that the inner and outer insulation was abraded. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, b6. Relevant tests/laboratory data, including dates, f10 medical device code, h3. Device evaluated by MFR?, h6 investigation findings; corrected data; supplemental MDR #2 inadvertently omitted information known prior to submission.

Event description:
Product analysis was completed on the explanted generator and review of the device history found that high impedance occurred at a date earlier than initially reported. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported patient was seen with high lead impedance and had full revision surgery. The surgeon noticed during surgery that the lead's silicon tube had torn. The explanted products are scheduled to be returned. The physician believes that the abraded insulation may have caused the lead fracture. This is expected as not all fractures occur instantly. The malfunction is related to device wear over time where friction can lead to abrasion and ultimately a fracture. This is encompassed in a high impedance historical data analysis and will not be captured. The explanted device has not been received to date. No other relevant information has been received to date.